Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On an unspecified date, the patient was treated with unspecified intraperitoneal (ip) antibiotics (dose, frequency and duration not reported). The cause of the peritonitis was a break in aseptic technique further described as touched something with the hand when connecting. It was reported the patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.